Event description:
The manufacturer received info alleging a ventilator's internal battery will not charge to full capacity. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.